Event description:
It was reported to boston scientific corporation that a jagwire was used during a biliary duct stone removal procedure performed in 2009. According to the complainant, during the procedure, when the guidewire was removed, the tip was found to have separated from the device. An attempt was made to retrieve the tip, but it was not successful. The procedure was completed with another manufacturer's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Expected to be passed via normal peristalsis. The complainant indicated that the device was retained and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.